Manufacturer narrative:
It was reported that on (B)(6) 2025, the tip of a 5ml syringe was found to be "deformed" prior to the beginning of the procedure. The customer stated that the syringe was replaced from room stock supplies and the procedure was able to be completed. The customer reported that there was no harm caused to the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, the tip of a 5ml syringe was found to be "deformed" prior to the beginning of the procedure. The customer stated that the syringe was replaced from room stock supplies and the procedure was able to be completed.